Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 cubies were not responding. A field service engineer powered off the pyxis system to replace the second tray, then powered the machine back on and reinstalled all cubies. The unit operated properly upon restart. Ran the hardware test application (hta), which completed successfully, and the customer confirmed functionality by testing the system with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the cubies on drawer 2, specific row were not responding, even after multiple reboots. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.